Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly. The customer was assisted with button error/keypad anomaly troubleshooting. Customer's blood glucose was unknown at the time of the incident. Customer stated that the buttons were very hard to press and that when asked to observe clock on the screen, it did not advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had no button error alarm. The device was received with no button response due to flattened act keypad dome. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. No frozen screen anomaly noted. The keypad connector was found closed properly during visual inspection.